Manufacturer narrative:
Device received with broken belt clip slot noted. Reservoir tube lip look normal no damage noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No blank display were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 675 mg/dl. Customer stated that display of insulin pump was blank. Customer stated that battery compartment and reservoir lip ring was crack and chipped pieces. The customer also reported that the reservoir was able to lock in place when inserted into insulin pump. Customer was declined high blood glucose troubleshoot. The insulin pump will be returned for analysis.